Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 8. Details of surgery: nerve encroachment. On (B)(6) 2025, the implant was removed upon patient¿s request. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, increased sensitivity and hypersensitivity. No further patient complications were reported.